Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, part of the foot came out of the artery during foot deployment. Force was used during removal of the proglide device and a sheath separation occurred. General anesthesia was administered. The vessel was incised and forceps were used to pull the separated sheath. Manual arterial compression was applied for 20 minutes and a femostop was placed for 3 to 4 hours; however, bleeding continued. Shortly after, an ultrasound revealed a pseudoaneurysm. Irrigation and debridement was performed and a thrombin injection was used to achieve hemostasis. There was a clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the previously filed report, the following additional information was received: the arteriotomy closure was attempted after a diagnostic coronary angiogram procedure. The skin nick was further incised and forceps were used to pull the separated sheath out of the intravascular compartment. Femostop was placed for 3 to 4 hours, with cessation of arteriotomy bleeding. Discoloration and mild to moderate hematoma was noted and a bedside ultrasound was performed and revealed a pseudoaneurysm with continuous intramural bleeding. Vascular surgery was notified and patient was taken to surgery for repair. General anesthesia was administered irrigation and debridement was performed to relive pseudoaneurysm followed by surgical repair of vessel and subcutaneous thrombin material injection. There was no adverse patient sequela after surgical repair and no reported clinically significant delay in the coronary angiographic procedure or therapy. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. However, factors that may contribute to loss of access and entrapment of the device include, but not limited to, needle deflection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. Factors that may contribute to sheath/ guide detachment include, but not limited to, challenging anatomy, high angle of insertion, excessive downward force or aggressive downward or torsional pressure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the electronic perclose proglide instructions for use, states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of the resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects are potential adverse effects. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Device evaluated by MFR - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is being retained by the hospital and is not available for evaluation.